Event description:
It was reported a clinical study pt had benign prostatic hyperplasia (bph) procedure, (B)(6) 2012. Three months, two days post procedure, the pt presented with retrograde ejaculation, onset date (B)(6) 2012; continuing (B)(6) 2013. No further info was reported.

Manufacturer narrative:
(B)(4).